Event description:
The consumer rec'd a "hi" (greater than 600 mg/dl) and immediately tested using the same meter and test strips getting readings above 300 mg/dl. Based on those results, the consumer administered an unk amount of insulin at 2:30 am. At 3:00 am, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived they tested the consumer getting a result of 21 mg/dl on their blood glucose meter. During the call to customer support, it was revealed that the consumer does not control solution test, her test strips as instructed in our directions for use. Consumer educated on these directions for use at the time of call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.